Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got multiple pump error. The customer¿s blood glucose level was 245mg/dl. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest. No motor power supply voltage error detected noted. However, device alarmed drive count or time values or changes incorrect for moving or coasting error during rewind due to corroded motor home switch. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly. Device received with corroded electronic assemblies.